Event description:
Revision surgery - a proximal femoral fracture was found on the CT after surgery. The fracture was not evident on the post op x-ray. There was no failure of implanted components. The surgeon decided to revise to a distal fixation stem to obtain the desired results with fracture.